Event description:
It was reported that during a cranioplasty surgical procedure, it was discovered that the burr was getting stuck in the craniotome device. There was a five minute delay to the planned surgical procedure. A spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the burr device was sterilized while still in the attachment device. Therefore, the reported condition was confirmed. It was determined that the burrs devices are made of high carbon steel which oxidizes quickly in the presence of water vapor and are of single use only. The assignable root cause was determined to be due to misuse and abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.